Event description:
It was reported to philips that the wireless was not working as the wi-fi connection could not be re-established anymore. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wireless foot switch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. Per the information collected, when the base station or footswitch is in error mode it blocks x-ray switching functions, which indicates that there was an error in the wireless connection. The wireless connection with the base station was not re-established after repairing the wireless footswitch with the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.